Event description:
The affiliate reported the customer alleged low vitamin b12 result, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within normal reference interval. The elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer noted after new calibration with the same reagent pack and calibrator, quality control and pt values were okay for 3 to 4 days. System check performed on (B)(4) 2009, passed within specs. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through oct 23, 2010 for add'l reportable events.